Manufacturer narrative:
Based on the information provided on (B)(6) 2018 that alleged the activ.a.c.¿ therapy was not reapplied due to bleeding and pain, as of 09-feb-2018, day 30 from the kci aware date, kci had insufficient information to determine that the event was related to the activ.a.c.¿ therapy. Based on the additional information obtained on 11-oct-2018, no adverse bleeding event occurred, and per records received on 24-jan-2018, goal of therapy was met on (B)(6) 2018. Kci has deemed this event not reportable based on the information received on 11-oct-2018. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the nurse did not reapply the activ.a.c.¿ therapy system due to intense pain and bleeding. Per records received on 24-jan-2018, goal of therapy was met on (B)(6) 2018. On 10-oct-2018, the following information was reported to kci by the nurse:the patient had extreme pain with activ.a.c.¿ therapy and refused to reapply. No adverse bleeding was noted. On 11-oct-2018, the following information was reported to kci by the nurse: the patient refused activ.a.c.¿ therapy on (B)(6) 2018, with no adverse bleeding event noted. On 02-jan-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 08-feb-2018, the device was tested per quality control procedure by kci field service, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.